Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031421, standard 40mm diameter bearing; lot#: 65808963. Item#: 110030776, standard offset 40mm diameter glenosphere; lot#: 66021788. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on and unknown date. Subsequently, the patient underwent a revision surgery due to chronic instability and dislocation approximately a month ago. Multiple attempts have been made to obtain additional information, but no additional information has been received at this time.